Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition lcd display was dark and the letters were not legible. The unit was triaged and the reported condition was confirmed. The potential root causes are excessive damage due to customer misuse. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit and did not report an issue. Upon triage on (B)(6) 2017, the sevice tech found the lcd display was dark and the letters were not legible.